Event description:
On 2/23/79 device was implanted. On 7/23/84 the cylinders and pump were revised. On 10/1/85 and 7/15/86 the cylinders were revised. On 9/11/96 the pump and reservoir were removed from the pt due to erosion.